Manufacturer narrative:
Customer is instructed, per operator's manual, to review qc charts and graphs following receiving qc results. The red tile is only a visual reminder of the failure and good laboratory practices would dictate the customer personally review the data. Customer product line support (cpls) is currently looking into potential software improvements. Service was not dispatched for this event as customer is not questioning instrument performance. Software has been determined to be the root cause of this event.

Event description:
A customer contacted beckman coulter inc., (bci), reporting that the software was not turning the qc tile red during qc failures when the unicel dxi 800 access immunoassay system produced an out of range result of >78ng/ml. No erroneous results were reported by the customer.